Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a 060-0007000 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed call service 060 alarms, related to time/date end of life indicator. No activity outside of normal use was observed. During testing, the pump successfully passed the ez prime steps. No alarms occurred during testing. A call service 060 alarm was duplicated by setting time/date to end of life setting. The complaint was not duplicated during testing.